Event description:
It was reported that the customer's pump was incorrectly displaying insulin levels, indicating a need to change the cartridges despite them containing insulin. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was unknown, displayed only as "high." To address the issue, the customer administered a correction bolus via the pump, completed the load process with guidance from technical support, and filled and loaded a new cartridge correctly, resolving the issue.